Event description:
While performing a revascularization procedure, the sheath separated at the access point. The physician believes this occurred due to extensive scar tissue that gripped the sheath (the scar tissue grabbed the sheath and elongated it and it ripped in half). The pt was taken to the operating room for removal of the other portion. No additional info regarding pt outcome has been provided.

Manufacturer narrative:
Expiration date: unk. Removal of device portion from body of pt is not labeled. Separate/breakage is addressed in the IFU. The sheath was returned in a used and damaged condition. An examination revealed the sheath had separated into 4 segments. It was noted that at the points of separation, the edges are thinned and severely elongated with the coil unraveled, but intact in two locations. The proximal fittings had separated and were not returned nor was the most distal segment. As reported by the customer and supported by evidence of the extensively damaged device, the separation was the result of severe contact with scar tissue at the access site. The pt suffered significant harm due to the need to surgically remove the distal portion that had separated from the rest of the sheath. During our investigation process, we conducted a review of complaint history, review of IFU, review of qc specifications, review of trends, and a visual inspection of the returned product. This device is inspected 100%, confirming surface of sheath is free of excessive dents, bumps or scratches. An IFU is provided that states under "precautions" / "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The root cause was determined to be procedure related/pt condition related to the occurrence. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering risk assessment concluded that with the addition of this event there is insufficient risk to require further action at this time.